Event description:
The customer reported that while transporting a pt, they swapped the unit from the hosp's balloon pump to the customer's balloon pump and they received a "system trainer" message when the cable was plugged in and were unable to zero the unit. No pt injury was reported.